Event description:
It was reported that during the implant procedure the lead had pulled back into the main body of the cs (coronary sinus) while the physician was removing the cs delivery catheter. The lead was removed from the body and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.